Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was slightly rounded at the back of the device due to a swollen battery, but the pdm was reported to remain functional. The swollen battery was observed and reported to insulet on the same day. No impact to the patient's blood glucose level was reported. The patient has been advised to discontinue the use of the pdm, and a new pdm has been delivered to the patient.